Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported symptom ''stated unit is broken'' was confirmed during the event history log (ehl) review by the presence of "upstream occlusion" in the log. The ehl review was performed and confirmed multiple events of upstream occlusion. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be a failed upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump unit is broken there was no known patient injury or medical intervention associated with this event. No additional information is available.